Manufacturer narrative:
Submit date: 01/29/2018. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch no. Mw5073758. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the medwatch form received, genesis health system inserted a dual lumen, 3.5 umbilical vessel catheter (uvc), into a newborn. The patient was transferred to another hospital the same day, and the facility reported that the catheter sheared while they were trying to pull it back.

Manufacturer narrative:
There was no lot number provided therefore, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be reviewed. However, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate product for the reported condition as part of a comprehensive failure investigation. No probable cause was found since no sample, picture¿s or video were received for testing, therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. Potential failure could occur during normal use if there is a leak at the strain relief junction however manufacturing performs a 100% leak testing as per procedure which would identify this issue during the catheter assembly. No trends or triggers have been identified therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.